Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient¿s trial implant procedure on (B)(6) 2017, the tip of the lead broke off into the fatty tissue of the patient. The broken portion remains in the patient near l1. There are no plans to remove the lead tip at this time.